Event description:
It was reported that issues with retraction of the needle into the safety sheath. No patient injury was reported.

Manufacturer narrative:
Without the defective unit, we couldn't carry out the failure investigation. No testing or visual inspection could be performed, as no product was made available for evaluation. The DHR review didn't show any anomaly related to the referenced defect.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07464 is no longer considered reportable, please disregard any MDR reports associated with it.